Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/01/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Concomitant products: bwi concomitant products: carto 3 system, non-bwi products: boston scientific tsx needle; st. Jude medical sl1 sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation/atypical atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 2000 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a boston scientific tsx needle and a st. Jude medical sl1 sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin) during the procedure. There is no information regarding activated clotting time (act). There is no information regarding spi value. Thermocool® smart touch® sf bi-directional navigation was not in close proximity to another catheter. Smarttouch sf catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation/atypical atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 2000 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly and the force values were observed within specifications. Electrical test was performed and the catheter was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).